Event description:
Pt's family saw sparks, flames and smoke come from the air mattress pump. The staff removed the pump and placed the pt in a room without smoke. There is a melted burn hole at the top of the air mattress pump machine.